Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
This investigation will be updated should additional information be provided or if the device is returned for analysis.

Event description:
Boston scientific received information that this device was associated with elective replacement indicator (eri) battery status due to an extended charge time that exceeded specifications. This device is not included in the (B)(6), 2007 mid-life display of replacement indicators advisory population. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects. Device return is pending.